Manufacturer narrative:
(B)(4).

Event description:
Following a revision (see MFR report # 3004209178-2008-07799), approximately 10 days later, the patient was seen for a post-operative visit. At that time, the staples were removed and the incision was well healed. The patient had no complaints. Neosporin and a dry dressing were applied. Approximately 12 days after that, the patient returned to the clinic again. At that time, it was noted that post-operatively the patient had a presumed wound infection that was treated with antibiotics, but the patient symptoms were improved. The patient reported that about 1.5 weeks prior to the visit she wore a pair of jeans that was rubbing on her right buttock incision/implantable neurostimulator (ins). Since then, her incision had been irritated and there was some drainage over the previous weekend; she had a fever and chills over the weekend as well. She also reported having some trouble with sensation in her legs. On examination, the inner aspect was slightly red (about the size of a quarter) and there was mild generalized swelling; there was no opening, drainage, warmth, or fluctuance. The patient was started on antibiotics and instructed to contact the clinic if she began to have drainage, increased redness, or fever. The ins was reprogrammed and she was getting good coverage in both of her legs. Two days later, the area became red and painful. The patient developed flu-like symptoms and presented to the ER. She was afebrile. On exam, it was noted that the medial edge of the incision had an abcess coming to a head; the device itself felt fluctuant as if there may be an abscess surrounding the device. There was erythema around the medial aspect of the incision, extending proximal to a 4 cm diameter; there was no significant erythema around the device itself. Drainage occurred and cultured positive for mrsa. She was transferred to the hospital for system removal. The next day, when the ins site was opened during surgery, purulent material came out; samples were sent for culture. This leads were pulled and cut so that no track was left for any infection to grow from the pocket through the leads. The area was irrigated and closed. The patient was discharged on oral antibiotics. The patient presented to the clinic on (B)(6) 2008, for further evaluation. It was noted that her hemoglobin had dropped. She was admitted for further therapy. She had a PICC line and was started on ancef. A 14 day course of IV antibiotics was planned; she received 2 units of packed red blood cells. The patient was seen on (B)(6) 2009, the stitches were removed and it was noted that the right buttock incision was healing well; non-non-fluctuant, no redness or drainage. The patient had moderate leg and back pain; no fever/chills. The patient had completed the IV antibiotics, but continued to be anemic, so was keeping the PICC line another 5 weeks for weekly iron infusions. The patient was seen again 8 days later and her symptoms were reported to be unchanged. The incision was healing well. A future re-implant was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative reported that the infection led to sepsis. The implantable neurostimulator (ins) and lead were infected and were explanted. Due to the infection, the patient's colon was removed and only their sigmoid colon remained. The patient was having trouble going to the bathroom at the time of the report and it was noted that they may need a colostomy bag in the future. They also had trouble walking and they were in severe pain for which they were taking pain medicine. It was noted that their doctor had inserted a spacer and a screw.